Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter found no significant anomalies. The catheters were incomplete/returned in segments. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study indicated the patient was diagnosed with an open incision, exposed pump via examination on (B)(6) 2014. The clinical diagnosis was delayed wound healing. It was noted the delayed wound healing caused the incision to open, exposing the pump to the potential for infection. It was further reported that an examination on (B)(6) 2014 revealed the pump catheter segment had been exposed to air as well and the patient was at risk for an infected catheter track. The pump and catheter were explanted and replaced on (B)(6) 2014. The outcome of the event was noted as resolved without sequelae on (B)(6) 2014. The etiology of the event for the pump was unlikely related to the device or therapy and possibly related to the implant procedure. The etiology of the event for the catheter was related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿no anomaly¿.

Event description:
It was reported that the pump eroded at the incision site. A small segment of the mesh pouch was visible before surgery from insidious site. The pump was explanted and the pump was placed on the opposite side along with new pump segment catheter. It was later reported that the pump became ¿exposed 2/2 wound dehiscence¿ because of the patient¿s coughing post op; it was noted that the patient had copd (chronic obstructive pulmonary disease). The pump eventually eroded. A new pump was placed on the opposite side after delayed wound healing; antibiotics/topical had failed. The patient recovered without permanent impairment. The device system was delivering hydromorphone. It was later reported, per this reporter, that the cause of the erosion was obesity and the location of the pump. Wound management was noted as the troubleshooting/intervention related to the event. Following the replacement, the patient was receiving effective therapy.